Event description:
It was reported to boston scientific corp that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure the coating of the guidewire in the hydratome peeled off when the physician changed the tome to a balloon. The guidewire and the device were stuck into each other and the nurse was forced to cut the guidewire. The procedure was completed with an extractor and a new guidewire. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).